Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the connector for the system monitor had a broken pin. The unit was being sent in for repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the connector for the system monitor having a broken pin was confirmed. The power module (serial number: (B)(6)) was returned to service depot and evaluated under work order 54547440. Visual inspection of the returned power module revealed that the ground pin of the power module internal monitor cable assembly, which connects to the system monitor data cable, was bent. Numerous attempts were made to contact the customer with an estimate of repair costs; however, no purchase order was received from the customer. No additional testing was performed, and the unit was shipped back to the customer as-is. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Ppm-14989 was shipped to the customer on 29jul2013. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate ii instructions for use (IFU) section 4 ¿system monitor¿ explains how to set up the power module for use with the system monitor. This section also explains the system monitor interface and the actions to take when communication between the system monitor and system controller/power module cannot be established. Heartmate ii IFU section 7 ¿alarms and troubleshooting¿ and hmii power module IFU under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate ii IFU section 3 "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f "safety checklists" provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.